Event description:
The technician found a not on the bed that stated the nurse call was not sending a signal to the nurses' station. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician investigated and found no visible damage to communication cable, but electrical testing proved the cable to cause the issue of no nurse call. The most likely cause is the communication cable not being disconnected or stored properly before transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resole the issue. Based on this info, no further action is required.